Event description:
It was reported to philips that the device fails test with message "faulty audio system." The customer / biomed worked with the technical support representative. The biomed was not able to reproduce the error. The biomed was not able to reproduce the error, philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.